Manufacturer narrative:
Reliability analysis inspected 3 opened used reservoirs and performed the pre-fill on all reservoirs per (B)(4), section 1 to 8. All 3 reservoirs passed per specifications and there was no occlusion or air bubbles anomalies during analysis. The 3 random sealed reservoirs were inspected and the pre-fill reservoir test was performed per dop (B)(4)section 1 to 8. All 6 reservoirs passed per specifications and there was no occlusion or air bubbles anomalies observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 412 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the prime rewind was performed. Customer advised insulin squirted out during manual prime process. Customer received no delivery alarm during the fill tubing process and they had blood on their site. Customer was advised to discontinue use of the reservoirs and revert to a backup plan. Customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.